Manufacturer narrative:
Evaluation of the returned device confirmed that the device is fractured and the distal tip is missing. The remains of the returned device were measured and met specifications. No images or objective evidence of the event were provided confirming the device tip was left in patient. Based on available information the event is likely the result of patient anatomy/ osteosclerotic bone (as reported) requiring excessive force and result of surgical technique (excessive force). Though no patient injury reported, the instrument and its tip are a non surgical grade (non implantable) stainless steel, is not suitable for implantation (possible long-term consequence) and is not intended to remain in the patient.

Event description:
On (B)(6) 2026 patient underwent revision surgery to remove hardware for spinal fusion surgery for adjacent segment disease after successful fusion had occurred at index level. Reportedly due to the patient's sclerotic bone and bone ingrowth, the bone screw was fused to the bone. Intra-operatively excessive force was use and the bone screwdriver device fractured at the tip. The surgeon elected to leave the bone screw and the device tip encased in the screw head and completed the procedure.